Manufacturer narrative:
The impella cp and introducer were not returned for evaluation, as they were discarded subsequent to the event; consequently no device analysis could be performed. In addition, the data logs were not reviewed as they did not pertain to the failure mode of this event. The pump lot was analyzed and no other complaints were leveled against the lot, nor were there any internal reworks for this (B)(4) manufactured pump. The root cause of the limb ischemia was a combination of the patient's known peripheral vascular disease, that was present in bilateral lower limbs, and the introducer being left in the patient's leg for an extended duration. This introducer being left in goes against the IFU recommendations and field training. The failure type will continue to be monitored and trended. The manufacturer will continue to investigate all reasonable obtainable sources of information and will provide results and conclusions in a supplemental medwatch report, if additional information is received. Internal reference (B)(4). Device not returned.

Event description:
On (B)(6) 2017 a (B)(6) male with a complex medical history was admitted for a high risk pci in the cardiac catheterization lab of the left anterior descending artery (lad) and right coronary artery (rca) and for a future there would be mitral valve repair as well. The patient's history of peripheral vascular disease (pvd), diabetes, coronary artery bypass, mitral regurgitation, and chronic renal failure prompted the use of impella cp for support. The cp was placed and the team left the oscor peel-away sheath in place, in the left femoral, and admitted the patient to the ICU. The right femoral artery was not an option for placement due to the small vessel size, pvd, and previous access of the right femoral artery. The patient was admitted to the ICU after a surgical repair of the rca and a planned staged revascularization of the lad the following day. This decision to leave the peel away sheath in place in the ICU goes against the IFU for the cp which states the following: "to prevent failure of the peel-away introducer, remove the peel-away introducer prior to transport when activated clotting time (act) is less than 150 seconds. " on the next day, (B)(6), the left leg began to exhibit signs of ischemia. The leg was pulseless and vascular surgery was consulted. The patient's anticoagulation was assessed and the ptt was 38. Later in the day of the (B)(6), the oscor sheath was peeled away and the repositioning sheath was advanced into the artery. The doppler assessment of the leg showed reduced blood flow at the popliteal artery and no measurable flow in the foot. There was no rigor or mottling present but, the decision was made to wean the patient from the impella cp pump and explant in the operating room. To treat the ischemic leg an endarterectomy was done. During the surgical procedure no thrombus was found at the access site or in the femoral or iliac arteries.